Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) levels (334 mg/dl). The customer treated themselves by correcting with a bolus. System check and troubleshooting were performed with tandem technical support and pump performed as intended. Customer was advised to change out the site, and to consult with their healthcare provider regarding what might be affecting their bg levels.